Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was not received for evaluation. Performance data was collected from the device. Analysis of the data found parity errors that were likely caused by the radiation therapy the patient received. No power on reset occurred.

Event description:
It was reported that the impedance trending data is not displayed. The patient received radiation in (B) (6) 2009. When seen in clinic on (B) (6) 2009 the clinician noted that the lead trends stated "current data invalid". The company's technical services group was contacted and noted that the message could be due to the radiation treatment. The same message has occurred twice since that time. All other tests are normal. The device remains in use. No patient complications were reported as a result of this event.